Event description:
Reporter indicated that a pt had a vns lead fracture during planned vns generator replacement surgery. The reporter elected not to explant any devices and discuss further surgery with the pt and family. Attempts for further info and the plan of care are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.